Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the fridge failed. A field service engineer confirmed the issue was resolved by a customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system fridge failed. The customer reported that users were unable to remove medications.however, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.